Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that when intubating patient with the 6mm emg tube the anaesthetist said the inflation cuff was not holding air. When patient was transferred into theatre the anaesthetist found that the pressure cuff in tube had deflated, he suspected that there maybe a leak in the cuff. It was swapped out for another 6mm emg tube. On follow up, it was stated that the patient was intubated to facilitate thyroidectomy, no leak identified in the anaesthetic room the cuff pressure was within greenzone on manometer ~30cmh2o. Transferred to theatre and a leak was detected. The cuff was re-inflated and rechecked with manometer, the pressure was obviously dropping, the manometer was changed in case it was malfunctioning but the second device was no better. A back up product was used. The sales manufacturer's impression is that there is a faulty valve on the pilot balloon for the cuff.